Event description:
In 2002, the user facility's general surgical resources nurse informed the manufacturer's representative of the following: surgeon states device catheter bent with 3 slits. Device catheter fracture caused by "pinch-off syndrome".